Event description:
It was reported that patient presented for routine generator change procedure. Prior to procedure, externalized conductors were noted via fluoroscopy on patient's right ventricular (rv) lead. The lead was capped and replaced on (B)(6) 2022. The patient was stable.